Manufacturer narrative:
G4: 31mar2020, b4: 01apr2020. The service technician replaced the front bezel to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jan2020.

Event description:
The customer reported nav ring failure. It is unknown whether or not the device was in clinical use, however, no patient or user harm was reported.